Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric"the sitflush is not functioning correctly between testing patient samples. Results are not consistent with analysis carried out on other equipment. There was no report of patient impact. The following information was provided by the fse: the client states that when acquiring a specific sample, the result is not consistent with the analysis carried out in parallel on other equipment. The following information was provided by the initial reporter, translated from (B)(6) to english: after verifications and tests together with the engineering team, we identified that the stifhush is not working properly. Failure to perform the stifhush can directly impact the result of the samples, since the sample line is not being cleaned between samples. Thus, the customer was asked to clean 30 minutes of facsclean acquisition, 30 minutes of fcsrinse acquisition and 30 minutes of water acquisition. Subsequently, the sitflush check was requested. The technical visit was scheduled for tomorrow at the laboratory, and we suggested to the customer that if he were to use the equipment during this period, the acquisition of facsflow between samples was made to guarantee the cleaning of the probe.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). Problem statement: customer reported complaint on their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28may2020 to date 28may2021. Complaint trend: there are 3 complaints related to the issue of unexpected or inconsistent results; date range from 28may2020 to date 28may2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # 659180-659180-r659180000554-106746769-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a worn pinch valve tubing causing the instrument to fail the sit flush protocol. Failure of the sit flush protocol can directly impact the results of the subsequent sample runs as the sample line would not be washed between tests and contain residue. The fse (field service engineer) identified the issue and made adjustments to the v8 pinch valve tubing to improve the connection. When the tubing was secured, the fse ran several tests on the instrument and verified that it was performing as expected. No parts were requested for evaluation as no parts were replaced. Although the unexpected results were from patient samples, the customer confirmed that these results were not used for treatment, and there was no delay in treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 01949452, case #(B)(4) install date: 06jan2021 defective part number: n/a work order notes: subject / reported: unexpected sample result. Problem description: the customer claims that when purchasing a specific sample, the result is not consistent with the analysis carried out in parallel with other equipment. Work performed: the equipment was not performing for the sit flush cleaning protocol. Cause: fluidic. Solution: adjustments were made to the hose of the v8 valve, eliminating friction in the connections. Tests carried out, equipment is operational. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes? No? Tfs: 89178. ID: libivd-ra-72 2.1.15. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (tfs ID): 93748libivd-did-1582 shielding. Implementation verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72p. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes? No? Root cause: based on the investigation results, the root cause of the erroneous results was due to a worn pinch valve tubing preventing the sit flush from running properly. Conclusion: based on the investigation results, the root cause of the erroneous results was due to a worn pinch valve tubing preventing the sit flush from running properly. The fse confirmed the issue and adjusted the v8 valve and tubing to remove the friction between connections. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while using bd facslyric¿the sitflush is not functioning correctly between testing patient samples. Results are not consistent with analysis carried out on other equipment. There was no report of patient impact. The following information was provided by the fse: the client states that when acquiring a specific sample, the result is not consistent with the analysis carried out in parallel on other equipment. The following information was provided by the initial reporter, translated from portuguese to english: after verifications and tests together with the engineering team, we identified that the stifhush is not working properly. Failure to perform the stifhush can directly impact the result of the samples, since the sample line is not being cleaned between samples. Thus, the customer was asked to clean 30 minutes of facsclean acquisition, 30 minutes of fcsrinse acquisition and 30 minutes of water acquisition. Subsequently, the sitflush check was requested. The technical visit was scheduled for tomorrow at the laboratory, and we suggested to the customer that if he were to use the equipment during this period, the acquisition of facsflow between samples was made to guarantee the cleaning of the probe.